Event description:
Paramedics were attempting to defibrillate a pt presenting ventricular-fibrillation heart-rhythm but the device would not discharge. Paramedics arrived on scene and attached the device using monitoring electrodes and a 3-lead ECG patient cable. The pt was assessed to be in cardiac arrest. The paramedics attached zoll multi-function electrodes (lot number unknown) to the pt and charged the device to 150 joules. Unfortunately, upon the attempt to administer the shock to the pt, the device would not discharge. The paramedics verified that the device 'shock' button light was illuminated and the device 'charge ready' tone was heard. The pt subsequently expired. Subsequent to the incident, an attempt to duplicate the malfunction was performed at the station house. The device was attached to ECG simulator but the reported problem could not be duplicated. The device operated properly for multiple defib discharge attempts.